Manufacturer narrative:
Sensor (B)(6) has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she observed pain and inflammation while wearing the adc device. Customer was in contact with a healthcare professional and was prescribed an unspecified antibiotic. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported she observed pain and inflammation while wearing the adc device. Customer was in contact with a healthcare professional and was prescribed an unspecified antibiotic. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues have been observed on sensor patch. Applicator was not returned and further investigation was not able to be performed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.